Manufacturer narrative:
At the time of this report the glidescope gvm video monitor and the glidescope spectrum smart cable have not been received by verathon, however; the return of the device is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during an emergent patient procedure, using a glidescope gvm video monitor and a glidescope spectrum smart cable, the video failed. The customer estimated that approximately three (3) minutes after starting the intubation the screen went black with no icons present on the screen and no leds visible on the device. The customer did not believe the blade separated from the smart cable, nor did they believe the smart cable disconnected from the monitor. A video of the intubation provided by the customer confirmed the loss of image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.

Manufacturer narrative:
The glidescope gvm video monitor and a glidescope spectrum smart cable were returned to verathon for evaluation. The technical service representative could not duplicate the reported black screen during testing. The returned video monitor produced a clear stable image with both the returned smart cable and a known good test cable. The video monitor was left powered on until the battery was drained, with no black screen noted. The video monitor and the smart cable were returned to the customer. No further investigation is required. Verathon will continue to monitor for trends.